Event description:
Intuvie received the pump for evaluation. During testing, the infusion pump failed the ground resistance test, measuring 112 ohms, which is outside the acceptance criterion of < 0.1 ohm. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement.

Manufacturer narrative:
Intuvie received a pump for preventive maintenance (pm) and during device testing, the infusion pump failed the ground resistance test, measuring 112 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.013 ohm. Reference to complaint#: (B)(4).

Manufacturer narrative:
Intuvie received the pump for evaluation. During testing, the infusion pump failed the ground resistance test, measuring 112 ohms, which is outside the acceptance criterion of < 0.1 ohm. The failure mode was confirmed; however, the probable cause remains undetermined. Reference to complaint#: (B)(4).

Event description:
Intuvie received the pump for evaluation. During testing, the infusion pump failed the ground resistance test, measuring 112 ohms, which is outside the acceptance criterion of < 0.1 ohm. The failure mode was confirmed; however, the probable cause remains undetermined. No patient involvement was reported.